Manufacturer narrative:
B5: per latest update, a medical/secondary surgical intervention was performed and the problem resolved; however no details were provided. Final post-op on (B)(6) 2021 reports: ucva 20/25 and iop 15mmhg and for status of the eye (signs/symptoms) the reported stated " excellent outcome. Pupil round and reactive with normal iop. Patient satisfied. Prn." Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -15.5/2.5/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) as a replacement lens due to elevated iop without pupil block and angle closure. Per updated information patient has left over rx of -0.25 -0.50x026. Pupil is reacting iop 23mmhg. If additional information is received a supplemental medwatch report will be submitted.